Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Log. It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter shelf carton had mold on it. The following information was provided by the initial reporter, translated from japanese: "this is a report about biological fm (molds). When taking one shelf carton out of the shipping carton in the storage, the user found molds on the shelf carton (also products in the affected shelf carton)."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter shelf carton had mold on it. The following information was provided by the initial reporter, translated from japanese: "this is a report about biological fm (molds). When taking one shelf carton out of the shipping carton in the storage, the user found molds on the shelf carton (also products in the affected shelf carton)."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 50 sealed 22ga x 1.00in. Iag bc pro units from lot: 2164974. Additionally, 8 photos were provided which displayed similarities to that of the returned units. Through the visual inspection foreign matter was discovered on the outside of the dispenser box and inside the flap. The foreign matter appeared to be dirt or as if the dispenser box had been wet. There was no foreign matter discovered inside the packaging of the units but there were stains on the top webs of 5 of the units and 15 of the units¿ displayed holes or damages to the top web. The packaging and product samples were swabbed using a sterile swab tested. This test was performed to determine if the foreign matter was mold(biological) or not since mold generally builds up within 5 days. The results concluded that the foreign matter was not mold. Although the reported issue was confirmed as foreign matter was present, the foreign matter was not determined to be mold. A device history record review showed no non-conformances associated with this issue during the production of this batch.